Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm multiple times. Customer stated that the insulin pump died without giving low battery warning and it lost settings thrice in the last year. Customer stated that the battery cap was worn could not tighten up as it should and they had to press act and down arrow more than once. Customer stated that the insulin pump had scratches on screen and screen had rainbow effect and it was making grinding sound while priming and rewinding. Customer also stated that they were changing out batteries every week, battery life was diminished, insulin pump received failed batteries and insulin pump rejects new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.